Event description:
It was reported PICC inserted (B)(6) 2022 in the left arm, basilic vein with 1 attempt. Placement confirmed with 3cg. July 14th PICC removed left sided PICC 46 cm as it had looped.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz1206 showed no other similar product complaint(s) from this lot number.